Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the batthis complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/28/2017 with the following findings: during investigation, the battery compartment was cracked from the threads to the case seal left of the grip pad, and from below the grip pad to the case seal. A leak was found in the battery compartment. Unrelated to the original complaint, moisture was found in the battery compartment and under the display lens. The pump was opened to find moisture damage on all internal components. The pump was powered up to a blank display due to the moisture damage.